Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. Reportedly, the customer reverted to an alternate method insulin therapy. It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Blood glucose level was 160 -168 mg/dl.